Event description:
During product evaluation by a baxter service technician, a flogard infusion pump was found to have experienced four occurrences of the f-12 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. This is an ancillary service event. A review of the alarm log identified an occurrence of the f-12 alarm. Visual inspection, functional testing, volumetric accuracy testing, verification of the software configuration, verification of the external/internal labels, and simulated use testing were performed. The testing did not identify anything that could have caused the reported condition. The cause of the f-12 alarm was not able to be determined. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.